Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
The customer reports that during an unk procedure, the device ripped. They got a new one to complete the procedure. There was no pt consequence reported.